Manufacturer narrative:
No patient scans/logs/exams have been returned to manufacturer for evaluation. No patient files/scans returned.

Event description:
A site representative, neuro coordinator, reported that while in a cranial procedure, registration was lost after exiting the navigation screen on synergy cranial 2.2.5. The patient was registered with a merged CT/MRI scan. After navigating successfully, they went back to the select patient page to view the mr exam, however, could not re-enter the navigation page. Within stealthmerge, both the CT and MRI scans were selected with green checks and the original registration CT exam was the selected registration exam. Within the registration exam, the original registration techniques were chosen. Medtronic representative, trouble-shooting with the site, recommended re-registration to continue navigation and the blend button to reference the MRI. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.